Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not working. The programmer's power was cycled, but there was no change. The caller was advised to have another stylus delivered. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.